Manufacturer narrative:
The catheter that was returned for evaluation had a ruptured balloon with latex material missing. One catheter was returned for evaluation. No syringe, introducer or contamination shield were returned. The balloon was found to be ruptured at the central area of the latex and the ruptured edge was not able to match up. The rupture size was measured to be 1.5 x 2.0 mm in size. No visible damage to the catheter body was observed. All through lumens were patent without any leakage or occlusion. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Customer report of a malfunction on the balloon during use was confirmed. Although the root cause of the damage cannot be conclusively determined, handling factors may have contributed to the event.

Event description:
It was reported that there was a malfunction on the balloon during use. No further information was available. No patient injury was reported.